Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. A follow-up report will be submitted once additional information is obtained. Physical investigation of product is not anticipated as reporter indicated device was discarded. Extended investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of all required investigation activities. The device mfg date is unknown. The date entered in is the date abbott diabetes care became aware of the event. N/a was selected for (PMA/510(k)) as it is unknown if the user was using android, ios, or a fs libre reader with the fs libre 3 sensor. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an unknown unspecified insertion issue with the adc device, with symptoms of abscess and allergy at the insertion site. The customer had contact with a healthcare professional who opened the abscess and then prescribed antibiotics for treatment. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor kits. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. Clinical data was reviewed and confirmed that the freestyle libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and libre sensor, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.upon extended investigation, it was determined that the serial number provided by the customer (B)(6)) and previously reported to the FDA was not a valid serial number. Therefore, section d4 was updated to unk.

Event description:
A customer reported an unknown unspecified insertion issue with the adc device, with symptoms of abscess and allergy at the insertion site. The customer had contact with a healthcare professional who opened the abscess and then prescribed antibiotics for treatment. No further information was reported. There was no report of death or permanent injury associated with this event.